Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-oct-2023. H6: investigation summary it was reported the white hub at the end of the syringe appears squished and bent with a brownish discoloration. To aid in the investigation, one sample in a sealed packaging flow wrap and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the syringe tip cap is damaged and has a brown stain. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if the unit was not placed properly on the sterilization fixture. A device history record review was completed for provided material number 306547, lot 3090894. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe was damaged. The following information was provided by the initial reporter: the white hub in the end of the syringe appears squished and bent a little. Also brownish discoloration/mark on the white hub/cap is visible. Issues identified before product packaging was opened.

Event description:
It was reported that the bd posiflush¿ normal saline syringe was damaged. The following information was provided by the initial reporter: the white hub in the end of the syringe appears squished and bent a little. Also brownish discoloration/mark on the white hub/cap is visible. Issues identified before product packaging was opened.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.